Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20475808/20475808, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn.

Event description:
It was reported that the patient was having health issues with the respiratory system that they could not diagnose and thought maybe the patient's body was reacting to the implant. The patient underwent an explant procedure.